Manufacturer narrative:
The investigation determined that (B)(6) results when testing proficiency fluids using vitros anti-hiv 1 +2 reagent on a vitros 5600 integrated system. The definitive assignable cause of the event could not be determined based on the information provided. There were insufficient quality control data points to determine if the vitros ahiv reagent lot was performing as intended on the vitros 5600 system. Diagnostic within-run precision testing was not performed to assess the performance of the vitros 5600 system, therefore, an instrument related issue cannot be ruled out as contributing to the event. In addition, it is unknown if improper pre-analytical sample handling contributed to the event as it is unknown if the customer was following the fluid manufacturer¿s recommended protocol for sample handling and storage. The affected external qc samples were non-patient samples; therefore, there was no allegation of patient harm as a result of this event. However, the investigation could not conclude that patent samples would not be affected if the issue were to recur undetected.

Event description:
(B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action. The (B)(6) vitros anti-hiv results were obtained when testing data medical service veq proficiency fluids. There was no allegation of patient harm as a result of the event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).